Manufacturer narrative:
Continuation of d10: product ID 97755 product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt said the problem was not the electricity down there leg, it was the charger constantly requiring them to plug and unplug or remove battery. A new belt was sent but the charge wouldn't charge or told pt bad connection. Issue not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) stating this is a charging device concern. The charge stays static when it says it is charging and excellent. It has taking them an hour to charge from 80%. Sometimes, it gets to 90% then stops. Pt denies any change in therapy. Pt stated that they were sent a new paddle (see (B)(4)), but it did not resolve the issue. Issue is ongoing, but no action has been taken since the new paddle was received. Patient charges twice a day, so their device does not get too low. It will still stop sometimes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient mentioned that the other night they turn down the therapy for their legs but they get an electric going down on their leg. Patient said that they always turn down the therapy every night before they sleep but they only felt it once. Agent redirected patient to healthcare provider (hcp) to further address the concern.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient stating they never lost the electric feeling down their legs. The charger was defaulting. In a phone call they told the patient to open the charger and take the battery out and then replace it. They're replaced. The charging paddle still stops, seizes up, and won't move on, but they took the battery out and replaced it. This worked, but didn't feel right.